Event description:
It was reported that the patient presented for a routine device replacement procedure. During the procedure the device¿s right atrial lead set screw would not turn and the lead could not be removed. The right atrial lead was capped. The device was explanted with part of the lead stuck and replaced with a competitor device. The right atrial lead was not replaced. The new device was programmed vvi. No patient consequences were reported.

Manufacturer narrative:
The device was above the elective replacement indicator upon receipt. The device was tested, and no anomalies were found.